Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Without receipt of the device, component root cause investigation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the pads. Complainant indicated that there was no patient involvement in the reported malfunction.